Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, during valve deployment, the balloon burst at the start of inflation. Angiography showed passage of contrast without the balloon expanding, and the valve completely crimped without being released. Troubleshooting was performed by using a loop on the balloon and another on the valve. The team was able to bring the valve through the ascending aorta and insert it into the esheath, then surgically remove the valve all together through surgical access at the level of the iliac artery. Due to the extraction maneuvers of the valve, one of the valve struts were folded. There was no vascular damage noted as the valve was inside esheath protecting the arterial vessel. It was decided to use a new valve. A new valve was implanted without incident. The patient remained hemodynamically stable throughout the procedure and did not present any complications. Per report, the patient was severely calcified in the native valve.

Manufacturer narrative:
Note: this MDR was originally submitted within the 30-day timeline, but due to a technical issue experienced during the submission process, acknowledgment 3 was not received. The MDR was confirmed to be transmitted properly, as we received acknowledgement 1 and 2, but this issue could not be resolved through the esg help desk, so this MDR has been resubmitted. Please reference esg and cesub support reference numbers: (B)(4).. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided by the site and revealed the following: one (1) struts bent outward at the outflow side the instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. As reported, 'angiography shows passage of contrast without the balloon expanding, leaving the valve completely crimped without the possibility of releasing it. Several maneuvers are performed to try to remove the valve and it is removed by using a loop on the balloon and another on the valve. Finally, it is possible to bring the valve through the ascending aorta and insert it into the esheath introducer. It is removed all together through surgical access at the level of the iliac artery. Due to the extraction maneuvers of the valve, one of the struts folds, which does not cause vascular damage because the valve is inside the introducer, protecting the arterial vessel'. Per IFU/training manual, 'note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve'. As the valve was aligned on the balloon but not deployed, the valve on the delivery system inflation balloon had a bigger od while being retrieved into the sheath. It is possible the valve strut at the outflow side interacted with the sheath tip during retrieval and led to a bent valve strut at the outflow side. As such, available information suggests that procedural factors (excessive device manipulation, withdraw of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.